Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm while giving bolus on the insulin pump. The customer's blood glucose level was 197 mg/dl. The customer was asked is she recalls any significant events leading to the alarm and she said no. The patient was advised to discontinue the use of the insulin pump and revert to back up plan. The customer was advised that the insulin pump need to be replaced. The customer will back for replacement of the insulin pump. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.